Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. The set was visually inspected for damages such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection under magnification of the smartsite port below the check valve revealed two puncture holes in the blue piston. No evidence of damage was observed. Functional testing was performed and the blue dye water was observed flowing through the tubing. No leaks on any part of the set and its components were observed. In order to isolate the reported leak at one of the IV tubing ports, testing was continued by attaching a syringe filled with blue dye water to each smartsite port separately. After the syringe was depressed, the set and its components were observed for possible leaks. No leaks on any part of the set and its components were observed after injection of blue dye into each the two distal smartsite ports (separately). Injection of the blue dye into the proximal smartsite port caused droplets of blue dye to leak from the blue rubber piston of the smartsite port distal to the check valve. The cause of the leak from an IV tubing port was a damaged smartsite piston. The root cause of the damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The rn assessed patient's tubing when she felt something drip and noted small amounts of tpn drops on the floor. The tpn was beading up and leaking out of the IV tubing ports.